Event description:
ICU patient developed ventricular tachycardia, required defibrillation. After the fourth defibrillation, the EKG tracing disappeared from the screen. The defibrillator was immediately plugged into the nearest electrical outlet and exhibited a delay in re-charging. The patient required no further defibrillation. The defibrillator was removed from patient use. Bioengineering's evaluation revealed a battery pack failure as the direct cause of the delay in re-charging. The patient subsequently expireddevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-93. Service provided by: user facility biomedical/bioengineering department. Service records available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed. Results of evaluation: component failure, battery/pack. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.